Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product]gastrointestinal videoscope exhibited foreign objects in the air/water nozzle. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted g3 - date received by manufacturer. The correct date was 11/06/2025.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the b5 field. Corrected field: b5.